Manufacturer narrative:
Product ID neu_ptm_prog; product type programmer, patient product ID 3093-28, lot# v886710, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
The consumer&#38112;family member reported that the device stopped helping the patient&#38112;symptoms at nighttime. It helped during the day but he went every 5 minutes at night time. The patient did not feel stimulation. The reporter wanted to use the patient programmer but at first, the programmer did not power up. It was the first time the reporter noticed it but replacing the batteries resolved the issue. The programmer was used and it showed the implantable neurostimulator/ therapy was on. The patient was on program 2 at 3.7v. It was hard to tell when the patient stopped feeling stimulation because he had dementia. The patient did not feel stimulation in the correct area. The reporter increased the amplitude up to 6v and the patient felt no stimulation. The reporter was not sure but she thought the patient was at 8v before. The urinary symptoms were at night time. There was a sudden change in therapy/ symptoms. Additional information from the patient&#38112;family member reported that he was having pain from the stimulation and wanted to turn it down. The reason for increasing was because the patient was thought to be at 3.4v but then it was brought up to 7v. The patient was at 6v on program 2 but they were asked to reduce it until stimulation felt better. It hurt the patient when urine came up. Patient could not really talk because of his dementia since 2002. The patient decrease stim to 5.0v but it still hurt the patient. It was further decreased to 4.4v then it was no longer hurting. The painful stim resolved with decreasing amplitude. He was indicated for ga strointestinal/ pelvic floor. If additional information is received, a follow up report will be sent.